Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit doppler box is broken and the battery cover is missing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 at this time, the customer has not requested for getinge to repair the unit for the reported malfunction. The customer purchased a new doppler ultrasonic iabp assembly. The status of the iabp is unknown. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : evaluation not requested by complainant.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units doppler box is broken and the battery cover is missing.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: b5, h6(health clinical & impact)

Event description:
It was reported during patient use, the cs100 intra-aortic balloon pump (iabp) unit doppler box is broken and the battery cover is missing. There was no patient harm reported.